Event description:
Swan-ganz cath 7.5 fr pulmonary artery catheter was inflated with 1.5 cc air and would not wedge. Inflated with 1.5 cc air again would not wedge. When removed balloon appears ruptured and not intact on catheter.